Event description:
The pt had a tracheobronchial wallstent implanted to treat an osteal lesion and aneurysm of the aorta. The physician post-dilated the stent with a ptca balloon and during removal of the balloon catheter, he inadvertently caught the stent and pulled it loose from the lesion. He had no experience with snares, so he transferred pt to surgery, where the stent was removed and the aneurysm was repaired. The pt tolerated the surgery well and is in good shape. The physician stated that there were no performance issues with the stent.